Manufacturer narrative:
Findings: unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case and minor scratched display window. (B)(4).

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that plastic rim of reservoir compartment was came off. Customer¿s blood glucose was 9.6mmol/l at time of incident. Insulin pump will be return for analysis and it will be replaced.